Event description:
During an orthopedic procedure, the c-arm displayed x-ray disabled error code. The code was able to be reset and the machine started working. Approximately 30 minutes into the use, the machine again displayed the same error code. The equipment was removed, and the vendor for equipment was notified for servicing.